Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 3 of 3: reference MFR. Report# 1627487-2016-01957, reference MFR. Report# 1627487-2016-01960. It was reported the patient experienced loss of stimulation. System diagnostics determined high impedances on the leads. Surgical intervention will be taken at a later date to address the issue. The patient received 4 leads. Two of them belong to same lot number (lot #113788).

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 3 of 3. Reference MFR. Report# 1627487-2016-01957, reference MFR. Report# 1627487-2016-01960. Additional information received identified one of the paddle lead (model 3240) was explanted and replaced with another model which resolved the issue. Effective stimulation was restored postoperatively. The lot number for the explanted lead is unknown.